Manufacturer narrative:
Allergic reactions are well known and described adverse reactions linked to hyaluronic acid based dermal filler injections. Those reactions are linked to the presence of the dermal filler, which may be considered as a foreign body by the patients organism (see below for bibliography). Adequate treatment usually induces a complete resolution without sequelae. Additionally, the risk of allergic reactions is mentioned in the instructions for use of the products, and known hypersensitivity to hyaluronic acid , with an history of severe allergy or anaphylactic shock, constitutes a contra-indication to the use of our products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, 4 days after the injection of teosyal rha 4 in the cheek area, the patient presented with a severe swelling of the cheekbones area, with, according to the pictures provided, is slightly erythematous on the right side. This case seems linked to an allergic reaction to the product. Additional information has been queried in order to confirm or infirm the initial assessment.